Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a 2.75x38mm xience skypoint drug eluting stent (des) was implanted without issue in the mildly calcified, moderately tortuous,100% stenosed lesion in the right coronary artery (rca). On (B)(6) 2023, three days post stent implantation, the patient presented with chest pain and thrombosis was noted at the skypoint stent via imaging. Two additional, larger skypoint stents were implanted as treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.